Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, primary njrindexno, (B)(4) from uknjr data extract. Male patient underwent tka on (B)(6) 2017 and was implanted with advance primary femoral. Patient was revised on (B)(6) due to infection. Femoral component, tibial component, tibial liner all removed.